Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure a (B)(6), 2019. According to the complainant, during the procedure, the lens cleaning was not working. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 was used to capture the reported event of center image lost. A fuse 1g gastroscope was received for analysis. A functional evaluation was performed and the reported issue could not be replicated. The scope passed all testing. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. Since the reported issue could not be replicated, the assigned investigation conclusion code for this complaint is designated as no problem detected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure a (B)(6) 2019. According to the complainant, during the procedure, the lens cleaning was not working. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event.